Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage and button error from the insulin pump. The customer's blood glucose reading was 7.6 mmol/l. The customer stated that the pump was caught in the rain and it read button error. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.